Event description:
It was reported that the right ventricular (rv) lead had high thresholds with higher outputs which may have caused early elective replacement indicator (eri) of the device. Both the lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: adsr01 implantable pulse generator, (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.